Event description:
During evaluation of a spectrum iq pump, the device was found to have low audio. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have low audio. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to this issue. The cause was identified to be a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.